Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false positive result was obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that false positives drawer b location e10 on (B)(6) 2021. Customer problem: customer reports false positives drawer b location e10 on (B)(6) 2021.

Manufacturer narrative:
Investigation: customer reported false positives in drawer b location e10 on a bd bactec fx top instrument (p/n 44135, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and found weak leds in the rack. The rack was replaced and was reset via fx utilities. The instrument software is at 6.40a. The instrument is online to epicenter and testing properly this is an confirmed failure of the bd product. And the instrument was functional and handed over to the customer for use. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaint for false positive result. Bd quality did not receive any returned instrument or parts for investigation. This complaint is unconfirmed for an instrument failure. The root cause was due to weak leds in the rack. No new trends, risks, or hazards were identified as a result of the complaint. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false positive result was obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that false positives drawer b location e10 on (B)(6) 2021. Customer problem: customer reports false positives drawer b location e10 on 3/3/2021 "